Manufacturer narrative:
The reported complaint of the tubing separation was confirmed. The cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process error in ensenada. The device history review (DHR) for the reported lot showed no non-conformances that would have contributed to the reported complaint. MFR site: (B)(6), date rec'd by manufacture: 4/18/2019, device evaluated by MFR: yes.

Manufacturer narrative:
No product or sister samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive investigation cannot be conducted and a root cause can not be evaluated. The device history files were reviewed and no non-conformances or anomalies were found that would have contributed to the reported issue. New, reportable information was obtained on 3/22/2019. Date rec¿d by MFR - 3/22/2019.

Manufacturer narrative:
The device is expected to be returned for further investigation but has not yet been received. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the device involved in the event became disconnected at a site below the stopcock during use on a patient. The reporter stated, the patient loss an unspecified amount of blood due to the disconnection. There was reported to be a delay in critical therapy but no other harm to the patient is known at this time.